Event description:
The customer reported the generation of five (5) erroneously low ion selective electrolyte (ise) patient results which includes sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. The erroneous patient results were reported out of laboratory. The customer reported one (1) patient was hospitalized and treatment was given. Although several attempts were made to obtain further details, no further information was provided by the customer, and it is unknown which of the 5 patients received treatment. The customer provided data for the 5 patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the failure mode as a defective solenoid valve. The fse replaced the solenoid valve to resolve the issue. Although several attempts were made to obtain further details, no further information was provided by the customer. There was no report of harm to the patient as a result of the treatment. The beckman coulter internal identifier is (B)(4).